Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured july 14, 2016 ¿ july 15, 2016. The device was received for evaluation. The infusor had approximately 27ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. This was identified during use. The infusor was filled with an unknown amount of fluorouracil. It was stated that the infusor did not finish infusion in predefined 48 hour time. There was no patient injury or medical intervention associated with this event. No additional information is available.